Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain five of five of peritoneal dialysis therapy. The patient stated they felt fine and did not mention any symptoms of overfill. The patient stated that they wanted to drain more fluid. The technical service representative assisted the patient in draining the fluid and reviewed the therapy log with the patient. It was determined that the patient¿s largest prescribed fill volume was 2000ml, drain volume was 3551 ml, and cycle five ultrafiltration was 1584 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. Functional testing performed included leak testing, clamp function test, clear passage test, and device-device interaction testing. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.